Manufacturer narrative:
Per the instructions for use, valve regurgitation (pvl and central) are potential adverse events associated with bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening regurgitation (pvl and central) cannot be confirmed but may be related to the mechanisms described above and/or progression of the disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years and 3 months post deployment of a 23mm sapien valve, the patient underwent a successful valve in valve procedure (23mm sapien 3 valve in 23mm sapien valve) due to severe central ai and mild paravalvular leak (pvl). Post procedure echo revealed trace pvl. A cta was performed verify if the patient had endocarditis and the blood cultures were negative. The patient is in stable condition.